Event description:
Biomed reported air went down to the patient and the device did not alarm. Per report he received, at the change of shift, the baby's tpn had run out and the IV tubing to the PICC line was almost dry. There was no fluid in the tubing up to the filter. The pump had not alarmed. At the time this was discovered, the baby was noted to be agitated with hr in the 240's. They applied ice to the face. A heparin lock was started with plans to administer adenosine, but this was never given as the hr dropped after the ice was applied. The baby had no history of svt. The patient was x-rayed but there was no anomaly noted. Biomed tested all the devices and found no issues; he was unable to duplicate the failure to alarm. The IV set was discarded.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.